Manufacturer narrative:
Concomitant medical products: unknown univ baseplate size 6; cat# unknown; lot# unknown; unknown femoral component; cat# unknown; lot# unknown; unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Sales rep reported right knee revision due to infection.